Event description:
The customer reported that the insulin pump had a crack across the display and was black under the crack. The customer stated that the only legible portions of the screen were the reservoir meter and the battery gauge. The customer stated that he may have bumped into something at work that could have caused the damage. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, cracked and bleeding lcd glass, and a minor scratched display window.